Event description:
Event description guidant received information that six days after the implant procedure, this pacemaker patient presented to the hospital with symptoms stemming from pleural effusion such as shortness of breath. Upon evaluation of the pacing system, the ventricular lead was unable to consistently capture the myocardium at maximum output or sense intracardiac signals. The lead was successfully repositioned the following day and a chest tube was placed temporarily. The patient felt much better and was released from the hospital in a couple days.